Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts with a consecutive stalled motor message (restart 38) while using a contact detach steel infusion set, which resolved only after changing all infusion supplies and moving to a different insertion site followed by a device restart. Symptoms included interruption of insulin delivery without reported adverse clinical effects. Outcomes included restored insulin delivery after supply change and restart, with no medical intervention or hospitalization. Investigation included customer troubleshooting and education regarding occlusion alerts and supply replacement. Investigation of this case revealed an infusion set or tubing-related occlusion consistent with a delivery obstruction and motor stall, with resolution after replacement of the disposable components and system restart. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related occlusion due to user-replaceable components.